Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the proximal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following damages: the bipolar yaw pulley was broken and there was a missing piece noted at the grip base. The conductor wires were still intact. The instrument passed the electrical continuity test. Failure analysis concluded that the broken bipolar yaw pulley may be due to mishandling/misuse. In addition, the instrument's main tube has scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable and broken bipolar yaw pulley that was missing a piece and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, frayed wires were observed on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.